Event description:
Pacing failure in both chambers was reported by the physician, while implanted. During the intervention, damage to the atrial lead was identified. However, direct measurements performed on the ventricular lead were normal. Another pacemaker (single chamber) pacemaker was subsequently connected the ventricular lead and impacted.

Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis pending.